Event description:
Olympus (omsc) was informed that the customer evis lucera gatrointestinal videoscope was returned to olympus repair department for a reported ¿nozzle clogging¿ found during an unspecified event. Upon inspecting and testing, the service evaluation identified foreign matter clogged inside the nozzle. No death, injury or harm was reported. This report is being submitted to capture foreign matter clogged inside the nozzle.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported defect, as red colored foreign matter or tissue is clogged inside the air/water nozzle at the distal end. There is insufficient air and water supply, the distal tip is burnt, switch one failed the water leak test, the objective coverglass is chipped. The bending angulation is insufficient due to elongation of the angle wire. There is play on the angulation knob. The insertion tube is crushed and wrinkled below the protective boot cover, switch button 4 is worn, fluid was observed in the electrical connector, the paint is faded/peeled off the suction cylinder, the paint on the air water supply cylinder is faded/peeled off, the display of the seizo label on the scope connector is peeled off. There are scratches on the following: the insertion tube, bending section cover, the bending cover adhesive has wear/chipped missing, the control body, the forceps mount is scraped, the universal cord is scratched. The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information was received from the initial reporter which confirmed the reported event (clogged nozzle) was discovered during the procedure. The procedure was completed using a similar device. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the clogged nozzle was due to incorrect or insufficient reprocessing or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.